Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a foot switch malfunction. The event occurred during the cleaning and disinfection. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, it was inspected on-site. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the foot switch malfunctions were due to a component failure in the foot switch. The cause of the foot switch failure could not be determined. There is a high possibility that the material has deteriorated due to use and the passage of time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.